Event description:
Achy body, flu-like symptom, chronic bronchial disorders. Fatigue, sun hurts eyes. Dry eyes and mouth, constant headaches. On 7/93, vaginal problems, abnormal pap. On 1992, had dizziness; double vision, continues. Insomnia, mouth ulcers in 1993, still have. Have been diagnosed lupus and fibro-myalgia 11/93. Pan to have implants removed.